Event description:
During prep catheter was plugged in which resulted in a warning message that said impella defective. No patient harm occurred another impella was opened and used to complete the case with no issues. Vendor notified. Manufacturer response for heart pump device, impella cp set with smart assist (per site reporter).